Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was not returned to manufacturer and the investigation was concluded.

Event description:
It was reported "the physician was using a laser to treat the stone. After he removed all of the stone, he went to put in a black silicone stent. When removing wire, after placing the stent, the wire broke into several pieces in the kidney. The physician removed everything and then went back in and retrieved all of the wire fragments with a basket. The procedure had been successfully completed with the device in question. Additional information received when did the event occur? (Prior to use, during insertion, during removal, etc.) -observed during removal. Please describe the access site was well as the target location for use of the wire. -urethra, kidney. Describe the patient's anatomy and disease severity. (Vessel, calcification, tortuosity, angulation, etc.)? -ureteral stricture. Was the wire altered from its original condition prior to use? -no. What is the patient's status or outcome? -fine. Have any kinds of intervention, additional procedures been performed? -removal of device fragments. What pre-existing conditions/co-morbidities did the patient have? -unkr. What other medical devices were utilized in this case? Please provide the manufacturer, brand, size, and part number if possible. -cook dual lumen catheter, 10.7 flexor cook ureteral access sheath, single use wi flexible ureteroscope, laser fiber, black silicone stent. Was the wire altered from its original condition prior to use? -no. Was any kinking of the wire noted? (If so, are sharp edges present) -no. Can photos or video from the procedure, (during and/or after) or of the device be provided? -possibly. Is the patient tested positive to any infectious diseases? -unkr. Did the separation occur during preparation? -no. Did the separation occur during insertion or removal? -observed during removal. Was any portion of the device left in the patient? -all removed with a basket was resistance encountered during insertion or removal? -molting teflon from the broken wire caused resistance at removal. Was the wire being removed through a needle or other instrument? -no."